Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'constant/ false air in line alarms' which was not reproduced during evaluation. A review of the event history log identified 'air in line!' Messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor upper and lower sensor readings out of the calibrated specification. The ultrasonic sensor failed the attempted calibration and therefore was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant/ false air in line during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.